Event description:
Caretaker reported blood glucose results of 350 mg/dl on the advantage system and 130 mg/dl within 10 minutes a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.